Event description:
Baxter (B)(4) received a report that a 2 ml/hr infusor overinfused during patient use. The total fill volume of 96 ml was infused over the course of 36-40 hours rather than 48 hours. This implies a 2.4-2.7 ml/hr flow rate, which is 120-130% of the expected flow rate. The device was filled with a solution of chemotherapy. Infusion flow rate greater than 130% of expected rate has the potential to lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 42 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 1.88 ml/hr, normalized flow rate = 1.93 ml/hr, specification range = 1.80 - 2.20 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.